Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. D. The lot number 1298923 was provided. It has not been found associated to the material number and cannot be verified.

Event description:
It was reported that bd insyte catheter had a hole. The following information was provided by the initial reporter: hole in the side of the catheter near the base; we've had 4 catheters that had holes in the sides of the catheters over the past month. 3 were 22g IV's and 1 was a 24g IV. IV had to be removed immediately after placement due to not flushing/working properly, after removal we noticed the damaged catheter.

Event description:
No additional information

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.